Event description:
Acct. Reports noting leaking under the roller clamp. States the leak is very slow and appears to be due to some anomaly with the roller ball. States they prime fine and then when the run the primary solution, they note there is leaking. There have been no pt. Injuries and just minor chemo spills because they catch the leaks early.